Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that ocular blindness occurred post procedure. A watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. Six weeks later the patient presented to the hospital with ocular blindness. A transesophageal echocardiogram (tee) was performed since the patient was due for their 45 day follow-up. The tee showed no leak or clot on the closure device. The physician felt that the blindness may have been caused by an ischemic event. No additional intervention was performed. The patient is currently stable but is still experiencing blindness.